Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusions, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with intermittent button response due to flattened dome switch on the act button. Lcd connector was inspected and no anomaly was noted. Unit also received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown.